Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services powered on the monitor which automatically shut off after every 15 minutes as it had been set up to do in the monitor's power settings. Tech services turned off the power cycle feature to prevent automatic shut off. The monitor stayed powered on for more than 2 hours and never turned off until the battery got fully discharged. The 3 year old battery was replaced and the monitor was charged. The monitor passed the video image test and functioned properly. The device was returned to the customer. Although the patient ultimately died, all were in agreement that the death was not related to any airway problem or glidescope malfunction. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl monitor, the monitor cut out during intubation. A back-up avl monitor was obtained from the surgical unit. Although the patient ultimately died, all were in agreement that the death was not related to any airway problem or glidescope malfunction. No harm to the user was reported.